Manufacturer narrative:
The reported issue that there was an air-in-line (ail) error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 04nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
It was reported reported ail error. Replaced both iui connectors and cleaned ail sensor. Ran mock infusions and performed pm, passed all tests.

Manufacturer narrative:
The reported issue that there was an air-in-line (ail) error could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 04nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a the customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported ail error. Replaced both iui connectors and cleaned ail sensor. Ran mock infusions and performed pm, passed all tests.